Event description:
Meter would not power on. Patient stated the problem began approximately 2 weeks before calling lfs. The issue with the meter was not resolved with troubleshooting. The patient did report experiencing dizziness while trying to test on the meter. Pt treated by eating/drinking food and beverage. Pt also test on another meter and obtained a result 40 mg/dl. Pt was treated with food and/or beverage so well. The date and times are unclear. Medical affairs was unable to reach the patient by phone, will send a letter as a second attempt. There is currently no enough information to report the case as an adverse event; therefore the case is being reported as a malfunction.